Manufacturer narrative:
Device received but not yet evaluated.

Event description:
It was reported that the inner packaging of the implant was damaged.

Manufacturer narrative:
This follow up report is being filed to relay additional information. The reported event was confirmed. Visual inspection of the returned device revealed the outer tyvek was peeled back but still attached on one side of the outer cavity. The inner part was still sealed; however, both cavities were cracked. DHR was reviewed and no discrepancies were found. Investigation concluded that the reported event was due to a previously identified design issue for which corrective action has been initiated. This device was manufactured prior to corrective modifications. Review of complaint history determined that no further action is required. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.